Manufacturer narrative:
The reported issue has been identified as a software problem. Spacelabs has initiated a field corrective action and notified the FDA (B)(4) district office of this action on (B)(6) 2016. The FDA has not yet assigned a recall number. We also began notifying customers of this activity with a letter dated august 25th, 2016. This investigation is considered complete and the issue closed.

Event description:
Spacelabs received a report that on (B)(6) 2016 the xhibit central monitor system lost all telemetry beds. The issue was resolved by restarting the system. No injury was reported as a result of this event.